Event description:
It was reported that the flex deflectable videoscope displayed an e226-scope communication error. Additionally, there was generation of noise. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: there was a b30 scope communication error due to a damaged charged coupled device; there was no scope ID data; there was a scratch on the bending section cover and the protector of the video cable section; the adhesive on the bending section cover was chipped; and the connection between the insertion pip and the control unit was not secured due to looseness of the insertion pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the error code was most likely caused by damage of the image sensor unit or breakage of the mounting components of the electric board. These were likely as a result of use stress, external factors, or handling. However, the root cause of the events could not be determined. The inspection method for the suggested event 1, 2 and 3 is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope]. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.